Event description:
It was reported by the rep the device was used during a thoracoscopic lung volume reduction. It was reported the surgeon tried to fire the ez45 and the firing lever broke. Another ez45 was used to complete the case. During the procedure the surgeon uses two ez45 devices. Both devices were given to the rep. The hospital is unsure which device failed. There was no consequence to the pt.